Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient felt all strange on the left side of her body since (B)(6) 2018. The patient connected with their programmer and stated it showed stimulation was off. It was reviewed how to turn stimulation back on again and she was able to successfully resolve the issue. The patient charged last night. Troubleshooting resolved the issue. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they honestly did not know the circumstances that led to stimulation being off. Patient went to check the chest implant and it was off.